Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information.it was confirmed the ac infusion rate was 0.0826 ml/min/l which is below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported an overharvest during a procedure using a rika device. Patient age is unknown at this time. Full patient ID: (B)(6) per customer donor states no adverse reaction after overharvest was evaluated on (B)(6) 2024 as ok to continue with donation.

Event description:
The customer reported an overharvest during a procedure using a rika device. Patient age is unknown at this time. Full patient ID: (B)(6) per customer donor states no adverse reaction after overharvest was evaluated on 05/07/2024 as ok to continue with donation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.